Manufacturer narrative:
The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR: 2134265-2016-11282. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The patients activated clotting time (act) was 363. A 27mm watchman ® laa closure device & delivery system was inserted into the watchman ® access system. Three partial recaptures were performed as the device was seated to deep. There was a lot of distal trabeculation and it was suspected that the fixation anchors of the closure device got caught in the trabecula and with the partial recaptures a tear had occurred. Fluoroscopy was performed and revealed a perforation. They attempted a pericardiocentesis, however they were unable to remove the accumulation of blood. The patient was sent to surgery where they proceed to open the patient's chest and repair the tear in the laa. The closure device remained implanted and they lassoed the laa at the ostium to close it off. It was discovered during the surgical repair that they initially put the drain in the right ventricle and not the pericardial space, hence the tamponade was not rectifying. Surgery went well and no blood transfusion was necessary. Post procedure the patients hemoglobin (hb) was 138. The patient was extubated the same afternoon and was doing really well the following day. Two days post procedure, the patient became febrile and had a small pneumothorax. Patient is currently stable.